Event description:
There was one endeavor sprint drug eluting stent implanted during the index procedure in the ramus branch. It is reported that approximately 6 months post index procedure, the patient presented with anemia and suffered a superficial gastric ulcer with bleeding and required hospitalization. The patient received a transfusion. Investigator has indicated that event was not related to study stent. It is reported that the patient recovered and was discharged approx 2 weeks after the event.

Event description:
Approximately 5.5 months post index procedure the patient underwent a target vessel revascularization. Patient had a stent placed in the 1st obtuse marginal.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (hemorrhage).